Manufacturer narrative:
Upon receipt, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was disassembled in order to confirm the complaint with respect to water damage. Several parts were found to be corroded. The battery is involved because it retains date and time in the programmer. The programmer cannot be repaired due to damage caused for the humidity.

Event description:
It was reported that this programmer was damaged due to flooding and severe thunderstorms. This programmer was out of service. No patient involvement.